Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the humidifier was in use. The root cause was determined to be a defective water chamber. The breathing circuit set (incl. Water chamber) was replaced to solve the issue. There was no patient or user harm. Regarding the "leaky chamber" cases, ecom-2665 has been initiated and completed to develop and implement the required improvements.

Event description:
Regarding the issue raised by different users in hmc, we received many cases of leakage in the hamilton humidifiers circuits following some points on the issue for your reference: - we received complaints from different end-users in different hospitals and departments about a water leakage in the h900 chamber. - unfortunately, it was a repetitive issue with a massive quantity of circuits over a certain period of time. - mainly the complaints we received from acc and hgh which are a major facilities in qatar and have a huge load of patients in the ICU. - as known, hamilton is the dominant in terms of mechanical ventilation in qatar and we expect the compensation to be comprehensive and to fulfill all requirements. Attached, please find supporting videos of the complaint.